Manufacturer narrative:
Device is combination product. A promus element plus mr ous 3.50 x 388 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the distal region of the stent were noted to be lifted, bunched and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 12dec2019. It was reported that the device could not cross the lesion. The 90% stenosed, 3.50x38mm, target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complication was reported and the patient status was stable. However, returned device analysis revealed stent damage.